Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-21221. The pt reported she experienced pain and discomfort at the ipg site a couple months after implant. The pt has lost a significant amount of weight. Additionally, the pt reported the scs system had caused her legs to hurt after implant which resulted in the pt turning stimulation off and not using it since then. The pt wants the scs system explanted and will be consulting with the physician.